Event description:
The customer reported the system showed anode heat error upon boot up. Cases were finished using another system.

Manufacturer narrative:
The service rep found and replaced bad temp sensor assembly. System booted without error. System makes fluoro exposures. System works as intended.